Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited intermittent oversensing episode occurring to low-level baseline noise. No intervention was reported.